Event description:
It was reported, that the customer was hospitalized. Cause was, due to patient's sister playing with the pump. And inadvertently performed the load sequence, while connected to the site filling 30.2 units of diluted insulin. Healthcare provider set up a security pin for the pump. Multiple attempts were made to follow up with the customer regarding the hospitalization details. However, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. H3 other text: device not returned.